Event description:
It was reported that the system displayed cine disk failed and cine disk not available errors and had a loss of cine function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.